Event description:
The customer reported that a falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument. The repeat result recovered higher than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed ecrea result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls (qcs) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the reagent 2 (r2) mixer, r2 probe, and integrated multisensor technology (imt) probe, auto-aligned imt and r2, and ran a quick check and qc, which recovered acceptably. The cause of the falsely depressed ecrea result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00134 on 26-apr-2024. Additional information (02-may-2024): siemens further evaluated the event and concluded that the mixer and dirty probes potentially contributed to the falsely depressed enzymatic creatinine (ecrea) result. The service activities performed by the customer service engineer (cse) resolved the issue. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.